Event description:
It was reported that; when the surgeon inserted the blockers, cross threads was noticed at th12~l2. So, th12~l2 blockers were replaced. But, cross thread occurred again for only the l2 blocker. Surgeon continued the ope and the procedure was completed. Email correspondence indicates 2 blockers were involved.

Manufacturer narrative:
Lot # lee. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. The returned blocker was found to have damage on the bottom of the blocker, evidence that the blocker mated up against the rod (implanted). The threads were examined and found not to have any damage evident of cross threading. Conclusion: the likely cause of the reported event is not determined and multifactorial.

Event description:
It was reported that; when the surgeon inserted the blockers, cross threads was noticed at th12 approx. L2. So, th12 approx. L2 blockers were replaced. But, cross thread occurred again for only the l2 blocker. Surgeon continued the ope and the procedure was completed. Email correspondence indicates 2 blockers were involved.